Event description:
Pt reported that their one touch ii meter had a power issue and that the meter kept displaying the battery symbol even after replacing the battery. Pt had to be treated by a medical professional due to this issue. Pt did not respond to the message left by the medical affairs specialist in 2004 to obtain information. Per initial information provided by the pt, pt was experiencing symptoms of thirst and frequent urination. A blood glucose result of 310 mg/dl on an accucheck meter is documented. Unknown if this was the doctor's meter. There is no further information regarding the treatment received or if pt had tried testing on their meter just prior to going to the doctor's office. This case is reported as a meter malfunction since the battery issue was not resolved with troubleshooting. A letter is sent to the pt to try and contact pt. Meter was replaced for the pt.